Event description:
Information was received from a consumer regarding a patient receiving clonidine, fentanyl, bupivacaine and dilaudid via an implantable pump. The indication for use was malignant pain. The patient reported that they have a serious problem with their pump. The patient stated they were using the pump (to bolus) up to 6 times a day, but they were only using it at the most 3 times, so they cut it down to 2 times and haven't used it since the 7th, later stated the 6th, but their pump was doing a single tone alarm but now is doing the dual tone alarm. The patient stated they've been in a lot of pain and ¿not feeling well at all,¿ and was why they think the pump is empty. The patient mentioned they have an appointment tomorrow to see their doctor for a refill, at 11, and the expected refill date went all the way up to the 12th for the refill, but then it plummeted back down to the 7th. The patient then stated the pump started beeping about 30 hours ago, but later stated it's been ¿a couple of days¿. The dual tone started around 6:30am yesterday and was still going off every 10 seconds. The patient had myptm app open on the call already and read expected refill date of (B)(6) 2024. The patient was assisted in connecting to the pump and the patient confirmed seeing low reservoir alert and empty reservoir alert, service codes 97 (low reservoir alert) and service code 98 (empty reservoir alert), respectively. The patient texted the physician but have not heard back yet and the patient stated the physician was aware of the situation. The patient stated their oral meds, 30mg ms contin extended release and 4mg dilaudid, were dwindling. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.